Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8305860. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although a sample could not be obtained for our investigation, according to previous investigations, through a variance in the autoline's swage pressure it is possible for the machine to apply excess force to the device during assembly, allowing for the resulting crack to form in the device. Currently, we are conducting a long term study to determine the root cause for this event, but we are addressing the issue through the implementation of manual inspection s for cracks in the adapter head, and we are furthur optimizing our swaging process by reducing depth requirements. CAPA 642738.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system there was leakage at adaptor during the infusion. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: nurse feedback liquid leakage at adaptor during the infusion.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system there was leakage at adaptor during the infusion. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: nurse feedback liquid leakage at adaptor during the infusion.